Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced, and it was determined that the image was not displayed and e219 error occurred due to a communication failure caused by a faulty cable. It was estimated that the faulty cable was caused by the corrosion of electrical contacts of the connector. E219 is an error that is indicated when communication with the camera head fails. (Instruction manual otv-s400, chapter 9 troubleshooting, 9.2 troubleshooting guide). Replacement of cables was recommended. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and clean. If the camera head is used with the electrical contacts wet and/or dirty, the camera head and video system center may malfunction.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process, no image due to damaged cable. Additionally, corroded connector and error code e219 due to scope communication error were observed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The 4k camera head was returned as part of the asset return process. During routine inspection of the device by olympus, it was discovered that the device would not produce an image. Additionally, an error code e-219 were observed. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.